Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for thyrotropin (tsh). The customer compared results between a cobas e602 analyzer and a modular e170 analyzer. The erroneous result was not reported outside of the laboratory. The initial tsh result from the e602 analyzer was 0.187 uiu/ml. The repeat result was either on (B)(6) 2015 or (B)(6) 2015 from the e170 analyzer was 2.10 uiu/ml. Clarification on this date has been requested. This result was considered to be correct and was reported outside of the laboratory. No adverse event occurred. The tsh reagent lot number was 18382700. The expiration date was not provided. It was noted that the customer did not observe any bubble or foam. The customer doesn't use a rack adapter.

Manufacturer narrative:
Clarification was received that the repeat result of 2.10 uiu/ml from the e170 analyzer was on (B)(6) 2015.

Manufacturer narrative:
Calibration and quality controls were acceptable. Based on the available data, a general reagent issue can most likely be excluded. A possible root cause may be related to incorrectly positioned tubes due to no rack adapter being used. This could cause an issue with the sample probe pipetting insufficient sample quantity contributing to erroneous results.

Manufacturer narrative:
The tsh reagent lot number used was 183222. A specific root cause could not be identified. The most likely root cause is a handling issue (rack adapters are not used).